Event description:
After sculpting the lens of the right eye, the physican switched to biomodal on the legacy cateract machine. At this time the physician felt that a surge of fluid entered the eye. The equipment was impounded and taken out of service for further examination.